Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, when closing the vaginal vault with the mega suturecut needle driver instrument, it no longer responded to the surgeon's commands from the console. A thread was visible on the screen; however, it was not the suture thread but a fragment coming from the instrument clamp. The nurse removed the instrument and replaced it with a new one. The procedure was completed as planned with no reported injury using a backup instrument with a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h100/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The mega suture cut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken and as a result, the grip would no longer open/close properly. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The cable was fully broken and as a result, the grip would no longer open/close properly. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.